Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. The atrial lead exhibited an insulation abrasion. The superior vena cava was tore during the procedure, and was surgically repaired. The lead was successfully extracted. The patient was awake and hemodynamically stable post procedure.